Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an in-clinic check the implantable pulse generator (ipg) had an unexpected switch in battery longevity. The ipg was re-interrogated with different parameters and the remaining battery longevity was within expectations. The ipg remains in use. No patient complications have been reported as a result of this event.